Event description:
Pt was nasally intubated. Upon turning pt to opposite side, et tube hub popped off from et tube body. Tubing was partially inhaled to back of throat by pt, but was prevented from being totally inhaled when nurse caught balloon prior to its inhalation. Pt was reintubated successfully and tubing was removed from pt's throat through pt's mouth with forceps. Pt suffered no ill-effects.